Manufacturer narrative:
Serial number requested not available at time of report.

Event description:
The customer biomedical engineer (biomed) reported a loss of audio at their philips information center (pic). No injury or medical intervention was reported.